Event description:
It was reported the bronchovideoscope displayed an e315 communication error code during service maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, no problem was detected. It is likely the following led to the malfunction: water seeping into the scope connector, causing water droplets to adhere to the circuit board and cause a short circuit. The event can be detected/prevented by following the applicable chapters in the instructions for use: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.